Event description:
It was reported that the device did not convert an arrhythmia after five shocks. The arrhythmia spontaneously terminated on its own. The shock impedance was 32 ohms. A review of device impedance data found the shock impedances have fluctuated since implant and have been as low as 22 ohms. Also, the smart pass feature had programmed itself off. Technical services advised it may be due to extra fluid onboard or electrode movement. The doctor is aware and is monitoring the patient. The system was remains implanted. There were no adverse patient effects.